Event description:
It was reported that during a routine implant procedure the programmer's software analyzer was undersensing atrial activity. The programmer was replaced and the case was successfully completed. The programmer and the analyzer were both returned to service and it was requested that their interaction be checked for accurate performance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 2067 radiofrequency programmer head. (B)(4).

Manufacturer narrative:
Product event summary: the analyzer was tested with the programmer and the systems test using the virtual interactive patient and undersensing could not be confirmed. The programmer and the analyzer passed console tests.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.